Manufacturer narrative:
The customer reported that the central nurse's station (cns) was displaying the wrong data in random tiles. According to the customer, this does not pertain to one bed or one room. The signals bounce around displaying erroneous information. Per the customer, the cns should display the heart rhythm; however, it displays a flat line instead. When they pause for a CT, alarms still go off within 30 seconds. Technical support (ts) advised the customer to power cycle the unit; however, the customer was not near the device. The customer will reach out when they're able to troubleshoot. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: d1 d4 model number catalog number serial number lot number expiration date unique identifier (UDI) number. The following fields are not available (n/a) to this report: h4 device manufacturer date.

Event description:
The customer reported that the central nurse's station (cns) was displaying the wrong data in random tiles. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying the wrong data in random tiles. According to the customer, this does not pertain to one bed or one room. The signals bounce around displaying erroneous information. Per the customer, the cns should display the heart rhythm; however, it displays a flat line instead. When they pause for a CT, alarms still go off within 30 seconds. Technical support (ts) advised the customer to power cycle the unit; however, the customer was not near the device. The customer will reach out when they're able to troubleshoot. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation; therefor, a root cause could not be determined. The following fields are not available (n/a) to this report: h4 device manufacturer date. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) was displaying the wrong data in random tiles. There was no patient injury reported.